Event description:
The end user reported that the wafer disintegrated, causing her to change her wafer within one day of wear and also lead her to have difficulty in removing the wafer. Once the wafer was removed, she noticed that her skin was irritated and described as red, intact with burning present under the mass. She went on to describe that the redness and itching was also present under the tape collar extending out beyond the wafer approximately thirteen millimeters circumferentially. Her peristomal redness and itching persisted and was prescribed oral hydroxyzine hydrochloride and topical nystop powder for itching. She was instructed on use of adhesive remover and appropriate sizing of water. The end user further reported that she is still in the process of trying different products and informed that she does not use any adhesive when applying the flange and she only cleans the area then apply nystop and blots the area with coloplast. She reports she is experiencing redness and itching which she stated "I do not believe is yeast as it comes and goes". She is scheduled to see her wound ostomy care nurse (B)(6) 2015 for follow up.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional information requested. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Note: (B)(4) cases associated with this complaint. A separate 3500a form has been completed to for the other case. (B)(6).

Manufacturer narrative:
Two photographs received confirm that the device is a convatec moldable product. In both photographs, the product appears to either be in use or post-use, after it has been modified. Specification of conformity cannot be determined. The batch record review revealed no documentation or production issues that would indicate out of specification product was produced. Quality systems are in place to prevent and detect defects in the event of occurrence. Previous investigation is applicable to this complaint investigation. This previous investigation is open. Therefore, this complaint will remain open until completion of the previous investigation. Corrected data: supplement 01 submitted on may 18, 2015 reporting a photo was received however, results of that investigation were not included and are as follows: no containment has been taken as these issues are not isolated to a specific manufacturing nonconformance(nc)or design feature. Previous nc will be reviewed in the investigation. If any of these inconsistencies were to occur, the end user will typically replace the skin barrier and/or address the leakage. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on february 9, 2016.

Manufacturer narrative:
Add'l info was received on 04/27/2015. Photos were received from the end-user confirming the complaint issue. The end-user also stated that she was first diagnosed while in a rehab facility in mid-(B)(6) 2015. During the first week of (B)(6), the end-user met with the ostomy nurse and that's when nystop was started for two weeks. An acrylic flange was also used and their wasn't much difference with the redness and itching. No add'l pt/event details have been provided to date. Should add'l info becomes available, a f/u report will be submitted.

Manufacturer narrative:
The product associated with this complaint investigation was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous nonconformance (nc) is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. Device manufacture date corrected. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on february 24, 2016.